Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced detachment. These malfunctions were reported from various sources. Both the malfunctions were involved patients with no reported consequences. Of the two reported malfunctions, one female patient age is 51 years old; however, weight was not provided. The remaining patient details were not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80414. The lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices was not returned to the manufacturer for evaluation/inspection. However, medical records are provided and reviewed for one reported malfunction and the investigation is confirmed for the alleged filter detachment. Medical record was not provided for the remaining malfunction and the investigation is inconclusive for the reported detachment as there is no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the three (3) events, two (2) did not have samples returned and one (1) event is expecting the device returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model fr310f filter experienced a detachment of device. These events were reported from various sources. All three (3) events involved patients with no reported injury. Of the reported patients, one (1) was female at (B)(6) years of age and the other two (2) events did not report patient age, weight, and sex.

Manufacturer narrative:
Of the three reported malfunctions, two lot numbers were provided and lot history reviews were performed. No devices were returned for evaluation. For one of the reported malfunctions, medical records were provided and reviewed. CT scan confirmed one of the filter limbs detached; therefore, the investigation is confirmed for limb detachment. For the remaining two reported malfunctions, the investigations are inconclusive for filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model rf310f filter experienced a detachment of device. These events were reported from various sources. All three (3) events involved patients with no reported injury. Of the reported patients, one (1) was female at 51 years of age and the other two (2) events did not report patient age, weight, and sex.